Manufacturer narrative:
The returned device was evaluated. Investigation found a leak coming from a hole in the unexposed portion of the soft cannula. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that her son's blood glucose reached 456 mg/dl while wearing the pod on his abdomen for between 4 and 24 hours. Treatment included giving a correction bolus. The mother gave him a manual shot two times, 1 unit at 3:30am and 3 units at 9:15am. The patient's blood glucose history is as follows: (B)(6). The device was returned for evaluation.